Manufacturer narrative:
The root cause of this message cannot be determined with certainty. Nevertheless, it could be considered that the cause of the reported issue may be related to the tablet's bluetooth functions: o this error message has been several times observed due to an unresolved issue generated during the last smarttouch-smartecg bluetooth pairing procedure. Therefore, the reported error message is displayed as soon as the tablet is turned on. - no general malfunction is suspected on the subject smarttouch tablet. - in case this issue occurs, it is recommended to reconnect the smartecg to the tablet (unpairing and new pairing).

Event description:
Reportedly, on 16-december-2024, while the 3.18 update was launch, an error message was displayed: "an error has occured in the program during initialization. If the problem continues, please contact your system administrator. " error code: 0x80070426, then, after clicking on ok, the update was launched. After rebooting the tablet, the message is not displayed.